Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the proglide device was used after imaging showed the access site was at the level of the inferior epigastric artery. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since a puncture site may result in a retroperitoneal hematoma. It is unknown if the IFU violation contributed to the reported difficulties. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the access site was in the right common femoral artery at the level of the inferior epigastric artery and the knot could not be advanced to the surface of the artery. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.